Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained and sensing integrity counter (sic) episodes. The rv lead was found to have varying lead impedance and high thresholds. A follow up with the patient¿s healthcare provider indicated that there was lead noise and it could not be reproduced. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had an impedance warning for high out of range impedance.